Manufacturer narrative:
Date of initial report: (B)(6) 2017 one used lf3225 device was received, and evaluation of the sample confirmed an issue with a broken fail-safe mechanism. Testing of the device found the knife locking mechanism is damaged, allowing the knife to be deployed when the jaws are open. The damage also caused the knife to stick when retracting. The knife could be returned to the home position by pushing the knife trigger forward. A review of the manufacturing process confirmed that a 100% functional testing of the knife mechanism is performed that would detect this issue. The investigation identified the issue to be due to rough handling during use. The issue can result from forcing the knife trigger forward when the locking mechanism is engaged. The instructions for use included with this product lists methods for proper assembly and disassembly of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was difficult to assemble. Examination of the received device on (B)(6) 2017 found the knife could be extended with the jaws open and would stick when retracting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.